Event description:
The customer alleged an intermittent audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not verify the reported problem, but replaced the audio alarm assembly as a precaution. The unit passed extended self testing. It is not verified that alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.